Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on the rv defibrillator coil. A check on the impedance trend shows shock impedance that were close to the alert window limit. The alert window was recommended to be adjusted. The lead remains in use. No patient complications have been reported as a result of this event.